Event description:
The customer alleged they received questionable free triiodothyronine (ft3) and free thyroxine (ft4) results for one patient on their e- module. The patient's initial ft3 result was 9.3 pg/ml and it repeated at 8.7 pg/ml. The patient's initial ft4 result was 2.69 ng/dl. The patient's sample was repeated the same day using an architect analyzer. The repeat ft3 result was 3.9 pg/ml and ft4 result was 1.52 ng/dl. The customer stated the doctors were confused by the results. It was unknown if there were any adverse events. The ft3 reagent lot number was 169829 and the expiration date was not provided. The ft4 reagent lot number and expiration date were not provided.

Manufacturer narrative:
A root cause could not be determined. Additional information was not provided for investigation. Sample was not provided for further investigation.

Manufacturer narrative:
This event occured in (B)(6).